Event description:
It was reported that the patient's stimulation is turning on/off and that movement is causing stimulation changes. The registered nurse turned the patient's stimulation on, but the patient moved a certain way, there was stimulation yet the patient programer indicated that stimulation was off. No falls or trauma or recent medical procedure occurred prior to this event; however, the patient is receiving physical therapy. It was reported that the patient visited the clinic because of difficultly using the 'patient programmer' and 'device'. The lead impedance measurements were normal. The patient was in the clinic but went home. No further information is available.